Event description:
Pt implanted in 1999 in upper and lower vermilion borders. Onset of infection and pain during 1999. Pt treated with erythromycin in 1999. In 1999, implant explanted and pt treated with levaquin.